Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that during a ventricular lead implant attempt, the guidewire got stuck and broke off in the posterior lateral branch of the coronary sinus. The lead was explanted and replaced, however, a piece of the guidewire remains in the patient.